Event description:
It was reported, the patient experienced a change in therapy effect. It was noted the patient was currently in the intensive care unit (ICU) for respiratory distress and altered mental status. It was also reported the pump was turned down to minimum rate the morning of this report and the patient was currently on a ventilator. It was unknown if the event was related to the pump and it was not believed an alarm was sounding on the pump. The pump was being used to deliver clonidine, bupivacaine, and morphine. Additional information received reported the patient was having withdrawal symptoms and was underdosed. It was also reported the patient left the hospital feeling ¿okay,¿ but then began feeling underdosed and returned to the emergency room. The patient¿s pump was slowly increased. The patient was ¿doing well.¿

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).